Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported no blood back flow was not confirmed. The device was returned partially deployed with the clip remaining loaded in the device. The exchange sheath was not attached to the clip applier and was not returned. The cause for the event was incorrect deployment sequence. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional treatment of a lesion, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, during vessel closure of the puncture site there was no blood back flow to be seen and the physician did not know if he could deploy the clip. Finally the physician placed the clip successfully. The puncture site was closed and there was no bleeding of the puncture site after closure procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided. Subsequent return device evaluation revealed that the device was partially deployed. Deployment of the device was not completed and the starclose se clip remained loaded on the clip applier. A device received in this state of deployment would not have been able to achieve hemostasis as reported. No additional information was provided.